Event description:
A report was received from (B)(6) stating that the screen on the device appeared black; however, the touch screen was functional. There was no reported pt involvement.

Manufacturer narrative:
The customer support engineer (cse) verified the event. The external backlight inverter board was replaced. The device passed extended self-testing (est). The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. (B)(4).